Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr. Product analysis confirmed the reported event, as the burr was not returned for analysis and the coil was stretched and broken at the point of detachment.

Event description:
It was noted that the burr came off when advancing. A 2.00mm peripheral rotalink plus was selected for use. During the procedure, when the physician pressed the pedal and started advancing the burr, it was noted that the burr came off. The device was slowly removed all together with the wire but the burr did not get off over the wire. No patient complications were reported and the patient status is stable.